Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2015 with the following findings: the battery compartment was cracked from the threads to the bumper pad and from the bumper pad to the case seal. A leak test verified that there was a leak at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed on the inside of the battery compartment. In addition, it was reported that there was no physical damage to the pump. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.